Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. Inspection of the equipment noted that the bag/vent switch was loose. The o-ring was lubricated and the mounting screws were tightened. Patient information could not be obtained after multiple attempts. Attempts were made as follows: phone call 4/11/17, phone call 4/13/17, phone call 4/17/17.

Event description:
The hospital reported that, during a case, ventilation was compromised. The clinician reportedly replaced the anesthesia machine. There was no reported patient injury.